Event description:
Surgical personnel were attending to a pt, condition unk. An attempt was made at countershocking the pt with internal paddles and allegedly the device would not discharge. A back up set of paddles/handles was obtained and the pt was successfully converted. There were no adverse effects to the pt as a result of the alleged malfunction.